Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was reported that, approximately three weeks post implant, the patient exhibited bradycardia, below the lower rate limit of the leadless implantable pulse generator (ipg). It was also reported that the leadless  implantable pulse generator (ipg) exhibited unstable r-wave amplitude/variable sensing measurements, unstable capture thresholds, a sharp rises in thresholds, high thresholds and non-capture noted on telemetry. The leadless ipg was explanted and replaced. No further patient complications have been reported as a result of this event.